Manufacturer narrative:
The ge service rep confirmed the display error. They trouble shot the problems to the batteries, voltage low, 101 and 103. The cover was removed from the generator and the batteries were removed and new ones were installed. The covers were reinstalled. The system operates as intended.

Event description:
The customer reported that a generator error message displayed on the system.